Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had motor error and buttons requires multiple or longer presses to respond. Customer¿s blood glucose was unknown. Customer stated that insulin pump had rainbow effect on screen in the screen which was affecting visibility, insulin pump rewind slower than in the past and had unexplained no delivery alarm. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No motor error alarm or insulin flow blocked alarm/no delivery alarm noted. The motor was tested outside of the device and passed. No unexpected rainbow effect, missing segments or partial display noted. All buttons functioning properly. No damage in the keypad assembly and the keypad connector was locked properly during visual inspection.